Event description:
In 2006, the lay user/patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The medical coordinator contacted the pt three days later to obtain/clarify information. The patient started feeling mild sensations of weakness and hunger three days earlier at approximately 1:30 pm. He was unable to recall or verify results through the meter memory; however, everything had seemed "normal" earlier in the day. He ate 1/4 of an apple and waited 20 to 25 minutes to test. He obtained a 9.7 mmol/l (175 mg/dl). His usual blood glucose results ranged normally between 5.0 and 8.0 mmol/l. Based on the result, he administered 7 units of novorapid insulin. He ate lunch at 2:15 pm, which consisted of chicken and green salad. Following his lunch, he started having blurred vision, shakes, and trembling. He tested and obtained a 29.3 mmol/l (527 mg/dl) at around 4:00 pm. Within 5 mins of the reading, he obtained a result of "hi", indicating that his blood glucose was higher than 33.3 mmol/l (600 mg/dl). He then administered 5 extra units of insulin. Within 10 mins of taking the 5 extra units of insulin, his symptoms worsened. Based on his symptoms, he drank 1/2 glass of orange juice and felt better. No further medical attention was sought. He contacted lfs and a result of 4.4 mmol/l (79 mg/dl) was obtained. The patient verified that he did not have any other health conditions and was not taking any other medications. The patient tests before breakfast, between 10:00am-11:00am, before lunch, around 2:00 pm, before dinner, around 6:00pm, and before bed, between 9:30pm-11:00pm. The customer care advocate (cca) discovered that the patient had not been washing his hands prior to testing. No quality control testing as performed. The reported meter was replaced and a back-up meter was also sent, along with 30 test strips. This complaint is being reported due to the following conclusion: the patient's symptoms became progressively worse after he administered insulin based on his elevated meter readings. His symptoms did not appear to correlate with the high meter readings as the symptoms were suggestive of hypoglycemia and the patient felt better after drinking the orange juice. The meter may have been prompting high results due to incorrect cleaning of the puncture area.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.